Event description:
This lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2012. The lead had dislodged during open heart procedure. The physician was dr. (B)(6) at (B)(6) medical center in (B)(6) . This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).